Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging unusual issue as "meter beeped when she walked by it without touching it". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.